Event description:
It was reported that the device did not provide expected therapy to treat the patient's carotid sinus syndrome. The patient passed out. The apparent loss of capture could not be duplicated. It was also noted that the device will trip early replacement indicator (eri) soon based on the voltage of 2.61 and a high battery impedence value greater than 4000 ohms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.